Event description:
Smartez pump (se0200-100, lot# s8c58) containing zosyn 4.5 grams in 0.9% sodium chloride 100 mls is not infusing. Pt / rn is having to troubleshoot before it will work properly. Pt line if flushing fine.